Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and an absorbable hemostatic agent was used. On the seventh post operative day the surgeon noted yellow fluid coming from the incision. The patient was treated with an antiphlogistic agent. The patient is now fine. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.